Manufacturer narrative:
A ge service representative performed an onsite investigation. The iris potentiometer was replaced by an external company following which the system went completely down. The image functions board needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system displayed an iris collimator error message after the boot up process. No patient injury was reported.